Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the nursing staff that the pt was presented to the local emergency room with heart failure symptoms and multi organ failure. The pt was flown to the implanting center. No flow into the inflow of the pump was noted. It was reported that the pt has had elevated ldh's since previous exchange and was currently climbing. The pt was placed on a regimen of tirofiban and heparin. Add'l info received by the MFR 8 days later confirmed that the pt had worsening heart failure symptoms and hemolysis. Testing showed no flow through the pump. The pt went home with acid off and dobutamine drops. The lvad was still on but not working very well. It was reported by the wife that the pt had seizure like activity and became unresponsive. The dobutamine was stopped and the pt expired.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.